Manufacturer narrative:
The device history records have been reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further procedural details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that post deployment in the sfa, the vascular stent was found to be twisted in two positions. The stent was placed 2 cm in overlap with another stent. An additional balloon dilatation and additional stenting was necessary to treat the patient. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. On the basis of the evaluation of the sample and images provided, the twisting the stent in the sfa can be confirmed. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, the tracking path was reported to be calcified. Reportedly, the delivery system could be advanced to the lesion site without issues and the lesion had been pre-dilated. The stent could be released without difficulty. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct deployment of the stent. Also the IFU states: "pre-dilation of the lesion should be performed using standard techniques." Device available for evaluation?, device evaluated by MFR?: corrected data.